Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five shocks were delivered for an episode the implantable cardioverter defibrillator (ICD) detected in the fast  ventricular tachycardia (fvt) zone. Review of the episode data showed short circuit protection (scp) was triggered during all five high voltage therapies, resulting in  less than programmed or no high-voltage energy being delivered. Despite the reduced energy shocks, the episode was classified as successfully terminated after the rhythm spontaneously broke following the fifth shock. Review of historical data from the device showed right ventricular (rv) lead trends were stable, and there was no indication of a lead integrity issue related to the reduced energy shocks, however review of the device data was not able to determine if the rv lead or ICD caused the scp. The ICD was later explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a life vest was placed on the patient prior to the ICD replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that approximately eight months after the implantable cardioverter defibrillator (ICD) was exchanged, the patient received two high-voltage therapies for an episode detected in the fast ventricular tachycardia (fvt) zone. Review of the episode data showed short circuit protection (scp) was triggered during the first high-voltage therapy, resulting in less than the programmed high-voltage energy being delivered. The second shock we delivered with the full programmed high-voltage energy and was device-classified as successful at terminating the rhythm. Review of historical device data did not show any evidence to suggest the scp was related to the new device, and the scp was suspected to be related to the right ventricular (rv) lead due to the age and previous scp events. The lead was then explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.